Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample gave an accutni result of 0.33ng/ml and 0.16ng/ml upon repeat. The sample was tested on a different instrument in the customer's lab and an accu tni result was 0.04ng/ml. A 2nd sample was collected from the patient and a result of 3.07ng/ml was obtained initially and, 4.77ng/ml when the specimen was re-tested. The sample gave an accutni result of 0.17ng/ml when it was tested on the different instrument the erroneous results were reported out of the lab. Based on available information, the patient was moved to the intensive care unit for observation.

Manufacturer narrative:
The specimens were collected in lithium heparin tubes and were centrifuged at 3,200 rpm for 7 minutes. Qc was performed before and after the event and met specifications. A customer technical service (cts) advised the customer to run a system check prior to service arriving, which met specifications. No other patient samples are being questioned at this time. A field service engineer (fse) was dispatched: the fse conducted a field diagnostic testing and all results passed. The fse performed a preventive maintenance (pm) to the instrument. The fse verified the system met specifications. The customer stated that they feel this event was the result of the patient sample, possible due to medications being administered. However, it was not confirmed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.